Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the reservoir being activated for the first time when issue was noted? Or during subsequent reactivation (reservoir emptied and reconnected)? => no information. How was case completed? => no information. No further information will be provided."

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and the reservoir was connected to a drain. After the procedure, the reservoir could not be locked when trying to start activation. It was also reported that though the reservoir was locked, it was unintentionally unlocked after a while. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A sample was received for analysis. Failure mode reported by customer may be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. Tied strap did not interfere on the correct function of the locking mechanism. A visual inspection performed, no damage/broken components that could relate to the defect reported could be observed. Sample was found in good condition. Based on the analysis and sample evaluation, the reported defect by the customer could not found/duplicated and is not related to manufacturing process.